Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 47 months ago. Vessel morphology from the time of implant was not reported. It was reported that the stent graft migrated distally 1cm as this was seen on a still CT image. The aortic neck diameter was 30-34mm and it was 1cm long. The aneurysm was 4.8cm in diameter. The left and right common iliac arteries were 12-9mm in diameter. The plan is to treat the patient with a talent converter at a later date. No additional clinical sequelae were reported.

Event description:
Additional information and a correction for this case have been received. Due to the patient's current health status the patient will not have an intervention. The same event (device) was inadvertently reported under two separate mfg. Medwatch reports, (2953200-2012-01291 and 2953200-2012-01460) as the device and patient information was unknown for 2953200-2012-01291 and later found out to be the same patient as 2953200-2012-01460.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration), patient's condition affected effectiveness of device (disease progression and aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).